Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, angular artery compression, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse+ dermal filler lot 100119899 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse(+) into mid face. As reported, the patient was injected on peri and then feathered. After the radiesse(+) treatment, the patient complained of severe pain in mid-face. The reporter injected the patient with hyla (as reported) and saline in the area of pain. The pain immediately subsided. Due to the provided information, the outcome of the event was considered as resolved. Follow-up information was received on 28-jan-2020: this case has been upgraded to serious. The event term severe pain was amended to compression of angular artery, and re-coded from injection site pain to vascular compression. The events nodule, painful nodules / tender to touch and paraesthesias, numbness in the infraorbital nerve innervation pattern were added. The patient identifiers were provided. The patient was a (B)(6) female patient (weight (B)(6)). She was injected with a total of 1.4 units of radiesse(+), into the medial cheek, reportedly at 12:15 pm, on (B)(6) 2019. She was injected with 0.8 units into the right medial cheek, using 0.1 - 0.2 units bolus on periosteum, aspirated back prior to the injection and with 0.6 units in the left cheek. The device history record was received and the lot number for radiesse(+) was confirmed as 100119899 (expiry date: 05/2021). A lot search in the global safety database was conducted. The patient's concomitant medical history included a deviated nasal septum. The patients past medical history included two nasal surgeries. Concomitant medications were reported as none. On (B)(6) 2019, at 1600, after the injection with radiesse(+), the patient called to inform that she experienced severe pain in the right cheek next to the nose, which started about one hour after the treatment. She also experienced ecchymosis on the right cheek, with no evidence of necrosis. Corrective treatment included acetylsalicylic acid (asa) prior to the injection of 150 units of hylenex given with 2 units of normal saline (ns) in the area of the pain. As reported, the pain resolved immediately. The patient was prescribed 81 mg of asa for one week and she used a low level laser at home to increase blood flow. The reporter informed that the pain was caused from the angular artery compression. As reported, the patient also experienced painful nodules, numbness in the infraorbital nerve innervation pattern and paraesthesias for months. On (B)(6) 2019 sodium thiosulfate was used near the infraorbital nerve to help dissolve the nodules and to allow the nerve function to return. On (B)(6) 2020 and (B)(6) 2020, the patient was injected again with sodium thiosulfate into the non lateral ala. The small nodules that were very tender to the touch, deep and not visible, were dissolved with the additional injections of sodium thiosulfate, at the patients request. In the opinion of the reporter the small nodules did not cause a problem. As reported, at the time of this report the patient still had symptoms. Due to the provided information, the outcome of the compression of angular artery was considered as and changed from resolved to resolving. The outcome of the event nodules was considered resolved. According to the reporter, the events were not permanent but the angular artery compression would have caused skin necrosis if not treated. The reporter considered the angular artery compression as related to the radiesse(+). Follow-up information was received on 10-feb-2020: it was confirmed that the patient was (B)(6).